Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited high pacing impedance and high capture thresholds. The patient paced less than one percent in the ventricle and was asymptomatic. No intervention was performed at this time.